Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the display is dim and reddish, the pump was opened and a test display screen was mounted instead, the pump was able to power up with a fully illuminated and colored display. The battery compartment is cracked extending from threads down to the case seal. The battery cap returned is intact and able to maintain electrical connection. Pump powers ¿on¿ and displays ¿verify¿ screen. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and a dim discolored display. This report is made based on the results of an investigation completed on (B)(4) 2013.